Manufacturer narrative:
Corrected d9 from jan 11, 2024, to jan 9, 2024. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remained in the device could not be determined. It is unknown if the reprocessing steps at the material residue point deviated from the instruction manual. No physical damage was confirmed at the place where the foreign material remained. The events can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in gif/cf/pcf-190 series operation manual ¿chapter 3 preparation and inspection¿. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual ¿chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the other evaluation findings are as follows: the grip has a scratch; the suction cylinder has no color; the switch box has a scratch; the plug unit has a scratch; the plastic distal end cover has a chip; the connecting tube is deformed; the universal cord has a scratch; the circuit board unit in scope connector has corrosion due to water leakage; the micro connector unit in scope connector has corrosion due to water leakage; due to data error of scope ID, e217 (scope error) occurs; due to wear of angle wire, bending angle in up direction does not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water cylinder and tube. There were no reports of patient involvement.